Event description:
It was reported to philips that the device's therapy cable was unable to be recognized. There was no patient involvement.

Event description:
It was reported to philips that the device's therapy cable was unable to be recognized. There was reportedly no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, an inspection verified the reported issue. The fse replaced the processor pca to resolve the issue. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time. One processor pca was returned for failure analysis. The reported allegation, "therapy cable unrecognized", was verified / duplicated during lab tests. J16 was found to have pin(s) lifted, affecting the output power.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4); the correct cfn# is(B)(4).